Event description:
Blood in tubing. More info to come from customer. The nurse stated she had a balloon with blood in the tubing that occurred a while ago. It was marked (B)(6) 2013. Upon looking into records we identified the patient. The doctor was in the unit and bale to pull up limited patient data in medical records. The doctor stated the patient had 2 different balloons, the first one no issue, was dcd without issue. Patient had this balloon inserted couple of days later due to lo cardiac output syndrome. Balloon removed due to blood noted in tubing. Difficulties encountered during pumping. Unknown if alarm sounded. Blood was seen in the catheter tubing. No patient injury or death resulting from the event.

Manufacturer narrative:
Product condition rec'd. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extension tubing was also returned. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the membrane approximately 2.3cm from the rear seal measuring 0.051cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The membrane penetration located within an abrasion mark is typical of that produced by contact with calcified plaque during counterpulsation therapy. A review of the device history does not indicate any lot specific issues. (B)(4).